Event description:
The customer reported the system failed to display fluoroscopic image. Additionally, the fe reported that the system displayed filament regulator error. This rendered the system unusable. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery pack and filament driver connections were evaluated and reseated. The system was tested and found to be working as intended and returned to service.